Event description:
Related manufacturer report number 2017865-2022-42734. It was reported that during an unrelated procedure, the interrogation of the device was slow. While programming the device after the procedure, the programmer crashed during the programming resulting in loss of cardiac pacing and the patient experiencing arrhythmia. The programmer was unable to interrogate the device. Another programmer was used and the device was able to be successfully reprogrammed. The patient was in stable condition. It is unknown which of the two programmers was initially used.